Manufacturer narrative:
A4-a6:unk. H6: off-label acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.5/3.0/112 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause of the event is unknown.